Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent supracervical hysterectomy, sacral colpopexy, and rectocele repair due to sui, pop, cystocele, and rectocele. It was reported that patient underwent low anterior resection of sigmoid colon and upper rectum with primary stapled anastomosis on (B)(6) 2011 due to sigmoid diverticulitis. It was reported that patient underwent rectocele repair on (B)(6) 2007 due to symptomatic rectocele. No additional information was provided.(B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.